Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level of 45 mg/dl. The customer treated low with food and then blood glucose went up. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer upped his physical activity caused his blood glucose to go down. Customer was neither in emergency room nor admitted into hospital for event. Customer reported that auto mode was feature was active. It was reported that sensor had bled on. The customer did not want to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.